Event description:
As threaded lock cannula was withdrawn from injection cap, rubber stopper popped out of cap. Infusion of tpn had been running prior to disconnect. Damaged injection site had been in use for 11 days.